Event description:
Additional information received reported that the patient was still trying to contact a company representative so that they could find out why their unit was 'not working at all.' It was stated that the patient's physician was not local and that they needed to see a representative 'one on one.' Further information has been requested. If more information becomes available, a follow up report will be sent.

Event description:
It was reported that the patient was unable to turn her device back on after a magnetic resonance imaging (MRI) of the head. It was stated that the patient was unable to make an adjustment with or without the antenna attached. The reporter stated that the device was turned off the previous night and confirmed this with no longer being able to feel the tingling sensation. No additional information was available at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3998, lot# j0357391v, implanted: (B)(6) 2004, product type: lead. (B)(4).